Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by the asp where the reported issue of it providing low fio2 (fraction of inspired oxygen) was confirmed. The asp performed an internal examination of the device and discovered that the metering valve cable had become disconnected. The asp reconnected the metering valve cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the metering valve cable had become disconnected.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering a low fio2 (fraction of inspired oxygen). There were no reports of patient use associated with the reported issue.